Event description:
Per the clinic, the patient experienced a progressive performance decrement with the device use. It was reported that open circuits were noted on 16 electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported).